Event description:
It was reported that while a pt was sitting on the m1, the cot collapsed suddenly (the cot moved down 1 or 2 positions). The distributor further reported that the cot was inspected by them, but no malfunction or defect was found and the cot is in use again. There was pt involvement, however no adverse consequences were reported.